Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the during a surgical procedure phacoemulsification handpiece lost phacoemulsification power. Additional information has been requested, but none has been received to date.

Manufacturer narrative:
The handpiece was examined and the reported event was considered intermittent. The handpiece was returned for investigation. The system was manufactured on july 8, 2016. Based on qa assessment, the product met specifications at the time of release. The phaco handpiece was received for evaluation. A visual assessment of the handpiece did not reveal any non-conformity. A review of the data indicated there were 17 procedures performed with this handpiece. The last recorded data displayed no recent tuning issues. The handpiece was connected to a calibrated a system and tuned. The handpiece passed tune. The handpiece was functionally tested at 100% phaco and torsional power for 5 minutes. The handpiece generated both phaco and torsional power during test. The handpiece u/s and torsional strokes were measured. Both u/s and torsional strokes were measured within specifications. No additional test was performed. The handpiece functioned to specifications. Therefore, the root cause of the reported event cannot be established. The manufacturer internal reference number is: (B)(4).